Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 54 mg/dl and 57 mg/dl. The customer's blood glucose was 57 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer also reported that they had sensor issues and performed troubleshooting. The insulin pump will not be returned for analysis.